Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking impedance measurement. The physician planned to follow up with the patient in the clinic. The field representative was not aware if that had happened yet. There were no adverse patient effects reported.